Event description:
The customer contacted stryker to report that their device failed to deliver a shock. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer informed stryker that they suspect the reported issue was due to user error and will not be returning the device for evaluation. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.